Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that patients medication not showing, they were able to remove meds earlier but now none of the medications for the patient are showing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist stated that the customer resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device. Serial number, UDI number and manufacturer date were blank and requested tsc for the affected device serial number, since the mentioned asset info was " (B)(6)".